Manufacturer narrative:
Concomitant medical products: 5867-3m, x 2 adaptor, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implant by the patient that they were told the beats per minute was set to seventy-eight. However, they are seeing reading to sixty and fifty, and sometimes sixty-three. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.